Event description:
It was initially reported the patient was scheduled to have her device explanted for an unknown reason. It was later clarified the patient was having pain around the generator site, which was the reason for the reported explant. Attempts for additional relevant information have been unsuccessful to date.

Event description:
It was further reported the patient had both her lead and generator explanted. The devices were discarded after surgery. The physician's office explained the patient experienced a change in voice, frequent throat clearing, and choking with vns stimulation. The patient began seeing a new neurologist who told the patient she did not have epilepsy, so the device was programmed off. Once the device was programmed off, the patient stated the stimulation related symptoms went away, but she still experienced pain at the generator site and requested vns removal.